Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device with a 5f sheath, after a neurologic interventional procedure. Reportedly, when the plunger was retracted a cuff miss occurred. The device was removed and hemostasis was achieved using manual arterial compression. There were no reported adverse patient sequelae. No clinically significant delay in the procedure was provided. The physician is reported to be in-training in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported event of cuff miss was not confirmed. The evaluation revealed an incomplete blow-through as the posterior cuff successfully captured the needle during needle deployment, but failed to be ejected from the posterior pocket while being pulled on the other end by the withdrawal of the plunger. The failure to eject the posterior cuff out of the posterior foot pocket and subsequent anterior cuff-to-needle tip detachment would result in a failure to retrieve the suture and could appear similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.